Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The complaint affected unit was not returned for evaluation nor any images were provided for evaluation, therefore a product nonconformance or device failure could not be confirmed. As part of the manufacturing process the units go through visual inspection including an inflation test.

Event description:
As reported, as per customer feedback, with this fogarty occlusion catheter occlusion was incomplete, sometimes due to anatomical or local parietal structure reasons. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Section b3 "date of event" is unknown. Section d4: since hospital information is confidential, specific product detail could not be obtained.